Event description:
This case was initially received via regulatory authority FDA (reference number: mw5069784) on 06-jun-2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("left implant is detached and displaced") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. Concomitant products included methylphenidate hydrochloride (concerta), multi-vitamins vitafit and omeprazole (omegastron). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), device breakage ("left implant is detached and displaced") and pain ("extreme amount of pain"). The patient was scheduled for surgery (surgery to have the device removed is scheduled). At the time of the report, the device dislocation, device breakage and pain outcome was unknown. The reporter provided no causality assessment for device breakage, device dislocation and pain with essure. The reporter commented: injuries (serious important medical event, hospitalization and required intervention) were mentioned but not specified and /or assigned to one of the events. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.